Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported the user had bg 400 mg/dl for over 90 minutes with no ketones. The agent advised supply change, factory reset, and algorithm test. The caregiver later confirmed improvement. No hospitalization or long-term effects reported.